Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Moisture damage was found on the liquid crystal display board.

Event description:
The customer reported dropping the insulin pump in the pool. Now, the insulin pump will not prime properly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.